Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for less than 24 hrs, the iab leaked. The following was reported on 3/30/98: the iabp was functioning well and then the machine alarmed "gass loss". The connections were checked and the catheter was inspected. Blood was found in the proximal end of the catheter. The dr removed the catheter. [Event complications]: unk-reported 2/25/98. [Pt's current status]: unk-2/25/98.